Manufacturer narrative:
Reliability analysis evaluated five opened/used reservoirs. Performed a visual inspection and found fluid mentioned by customer is the silicone applied during manufacturing. The reservoirs passed per inspection due to found the reservoirs with proper fluid, during test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they worried the sterility is not effective. The customer stated the last 2 packages have contained little drops of fluid in the reservoir. The customer was advised that we would send replacement. Customer's blood glucose was unknown mg/dl.